Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the trek rx global instruction for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, concentric, non-tortuous, 99% stenosed, de novo, distal right coronary artery (rca) during pre-dilatation, the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was positioned and during the first inflation at 8 atmosphere (atm) for 1 second the balloon ruptured. It was noted that anatomical resistance was met during device advancing and removal. The device was removed and a 2.5 x 12 mm nc trek was used for dilatation without issue. The procedure was successfully completed after stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.